Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n5d1655y); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n5d1655y); unknown endo gi, unknown endo gia instrument, (lot #unknown); unknown endo gi, unknown endo gia instrument, (lot #unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bariatric procedure, the device locked on tissue and could not be removed, requiring forced opening of the cartridge jaws using a grasper and there was a difficulty retracting the knife blade after firing. The device was replaced by changing the stapler handle and using a new cartridge, and the issue persisted. It was noted that three reloads were used and that the surgical time was extended by 30 minutes. There was no patient injury.